Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an interventional aortic percutaneous transluminal angioplasty procedure. The suture of two prostyle devices were successfully pre-placed. The sheath was upsized to a 14f, and the interventional procedure was completed. Reportedly, at the time of closure, complete hemostasis was not achieved. A third prostyle suture was placed however complete hemostasis was still not achieved. It was confirmed that the suture knots were successfully advanced to the vessel wall and tightened (functioned as intended). Manual pressure was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to the circumstances of the procedure. In this case, it is possible partial capture of tissue occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided.